Manufacturer narrative:
An investigation will be performed on all available information based on reporter's obligations under applicable FDA regulations; however, it is likely that this matter may become the subject of litigation which may limit the companys ability to disclose confidential, privileged attorney client communications and work product. Investigation methods, results and conclusions are not finalized at this stage partly because the device in question has not been returned for inspection. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that the air hoses on patients astral 150 device became disconnected. It was reported the device alarm volume was so low that the patients caretaker could not hear it outside the house. The caretaker found the air hoses disconnected from the device and patient was discovered unconscious. CPR was initiated. Paramedics transported the patient to the hospital. The patient entered a comatose state and returned home. The patient died on (B)(6) 2019.